Event description:
It was reported that this right atrial (ra) lead was found dislodged during routine follow-up visit. It was confirmed via fluoroscopy. Subsequently, this lead was explanted and successfully replaced. No additional patient adverse effects were reported. This lead will not be returned for analysis.